Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. There was no adverse impact to the customer¿s blood glucose level.